Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and patient weight are estimated.

Event description:
It was reported that the patient¿s ipg was eroding out of the skin. As such, surgical intervention took place where in the ipg was electively explanted and replaced with a new ipg. The new ipg was implanted at a new location to address the issue.